Manufacturer narrative:
(B)(4). Eval, results: (rupture, death). (Severe hypotension, compartment syndrome in the abdomen). Conclusions: (severe hypotension and compartment syndrome in the abdomen).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured penetrating aortic ulcer, approx seven years ago. At that time, the diameter of the proximal nonaneurysmal neck was 25 mm and the aneurysm was 60 mm in length and 50 mm in diameter. Vessel morphology of the iliac arteries was not reported. During the original implant, the bifurcated stent graft was placed lower than intended (ref. MFR # 2953200-2003-01053). As a result, three cuffs were implanted to get adequate seal (ref. MFR # 2953200-2011-00660, 00662). It was reported that, one month ago, the pt presented emergently to the hospital. An ultrasound detected a proximal type I endoleak. The bifurcated stent graft appeared to be low in the neck (4 cm distal to the renals). It is unk whether this is where it was placed originally or if it had migrated. The pt had severe hypotension and had to be resuscitated due to compartment syndrome in his abdomen. No intervention was done until the next day when a talent converter (ref MFR. # 2953200-2011-00659) and an talent occluder were implanted. However, the pt expired that day from multi-organ failure. It was noted that the aneurysm was rupturing and the pt's blood pressure could not be elevated.